Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ileostomy closure (open procedure), the surgeon described the staple line as being intact but there was bleeding between the staples. The patient was not on any medication that would cause excessive bleeding. A medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgeon had to over sew the staple line with several sutures. No patient injury noted. Patient status: alive - no injury. Patient medical history: crohn's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.